Event description:
During a code blue event in the micu, a zoll m-series defibrillator (s/n (B)(4)) malfunctioned and did not deliver the required shock at 200j. The malfunctioning defibrillator was switched out within 30 seconds and the replacement defibrillator was used. The replacement equipment performed according to MFR's specs. However, the pt was not able to be resuscitated and passed away at 0009 on (B)(6) 2015. The malfunctioning zoll defibrillator was sequestered and sent to clinical engineering for eval. Clinical engineering thoroughly tested the device and observed that the device passed the 30j self-test and successfully powered up to 120j, but was intermittently, but consistently (once out of every 4-5 attempts) unable to properly charge to 200j and displayed "low battery" and "defib fault 78" (charging system) error messages. The battery was removed and tested and was found to be 89% of nominal which exceeds the MFR's rejection threshold of 60%. In order to further rule out the battery as the source of the malfunction, add'l testing scenarios with (1) a new battery and (2) using direct ac power were performed. Error messages (defib fault 78, defib fault 108, and discharge fault) that were consistent with a failed high voltage module, capacitor, or system board were displayed during both of these test scenarios. The maintenance history for the defibrillator was reviewed and the most recent preventative maintenance activity (performed on (B)(4) 2014) included full testing of the functionality of the device, including a discharge test at max energy (200j). The defibrillator performed normally and passed all tests during this most recent. It is clinical engineering's conclusion that the device suffered a serious internal failure. This failure occurred in such a way that it did not appear to be detectable by means of the MFR-recommended 30j daily self-test. In addition, it is the conclusion of medical and clinical staff that, although the first defibrillator malfunctioned, the pt's condition was such that the 30-second process required to substitute a second defibrillator did not cause or contribute to the pt's death.